Event description:
The patient reported insulin leaked while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen) the cannula was found to be retracted. The patient's blood glucose (bg) reached 6.3 mmol/l (113 mg/dl). As treatment a new pod was activated and an insulin bolus was administered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.